Event description:
It was reported that the device fails accuracy -11.10%. No patient injury was reported.

Manufacturer narrative:
Other, other text: the device was returned for investigation. The smiths label was intact. There was no evidence of the reported problem found in the event log. A functional test was performed, and the device passed. The reported failure was not replicated. Upon further investigation, three separate accuracy tests were performed, and the pump was found to be within manufacturing specifications. The root cause of the event cannot be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.